Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a5, b3, b4, b5, b6, b7, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The patient reported becoming aware of filter tilt and perforation of filter struts outside the inferior vena cava (ivc), approximately sixteen years and seven months post implant. The patient also reported experiencing chest pain, shortness of breath and anxiety related to the filter. According to the medical record, the indication for the filter implant was pulmonary embolism and deep vein thrombosis. The patient¿s medical history was notable for hypertension, gastroesophageal reflux disease, polycystic liver disease and cholelithiasis and was status post open cholecystectomy approximately 13 days prior to this admission. Four to five days prior to admission the patient experienced difficulty breathing. On the day of admission, the patient had increased palpitations and increased shortness of breath and had passed out twice, regaining consciousness immediately after. A vq scan was performed on admission and was highly probable for pulmonary embolism (pe), a heparin drip was initiated. The second day of admission, the patient became hypotensive and was put on vasopressors. A repeat EKG showed sinus tachycardia and s1-q3, compatible to pe. Ultrasound of the lower extremity showed positive deep vein thrombosis of the right common femoral and right saphenous veins. Radiology was consulted and the ivc filter was placed. The second day of admission the patient complained of right arm pain and forearm swelling with ecchymosis. The patient¿s hematocrit dropped, surgery was consulted, and the patient was diagnosed with compartment syndrome secondary to hematoma from bleeding related to heparin. A fasciotomy was performed. The patient was treated for the anemia with non-blood products, however, due to religious beliefs the patient did not want a transfusion. The patient was ultimately transferred to another facility that provided bloodless medicine. Approximately sixteen years and seven months post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. Results of the scan review noted the ivc filter is intact without fracture, all 6 struts bulge the wall, and 2 struts have an intervening fat plane between the strut and the caval wall. The inferior tip of the filter is tilted posteriorly and there is calcified material within the ivc along the dorsal margin favoring that of calcified thrombus. Incidental findings noted a few small nonobstructive calculi of the mid-to-inferior left kidney and a ventral hernia. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues of comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism (with compartment syndrome, with anemia), hypertension, gastroesophageal reflux disease, polycystic liver disease, cholelithiasis status post open cholecystectomy, difficulty breathing, palpitations, shortness of breath and patient passed out twice prior to presenting to the hospital. After being admitted to the hospital the patient experienced sinus tachycardia, low blood pressure and ultrasound of the lower extremity was done and it showed right common femoral vein and right saphenous vein were positive for deep vein thrombosis (dvt). During admission the filter was implanted and the patient had a right upper extremity fasciotomy. Approximately sixteen years and seven months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed a few small nonobstructive calculi of the mid-to-inferior left kidney and a ventral hernia. In reference to the filter the scans show an intact optease design filter. The tip of the filter is approximately 8 mm proximal to the inferior extent of the right renal vein. In the coronal plane, the filter is midline. In the sagittal plane, the inferior tip of the filter is tilted posteriorly. There is calcified material within the inferior vena cava along the dorsal margin favoring that of calcified thrombus. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of filter struts outside the inferior vena cava (ivc).the patient became aware of the reported events approximately sixteen years and seven months after the index procedure. The patient also experienced chest pain, shortness of breath and anxiety.